Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's eye on (B)(6) 2015. The lens was explanted a couple of hours later on (B)(6) 2015 due to the patient was not happy with his vision. The lens was not exchanged for another lens. The lens was discarded by the facility. This lens was an exchange lens - see MFR report # 2023826-2015-00844 for the first lens.

Manufacturer narrative:
(B)(4). Lens discarded. A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (operational problem) : upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the investigation, no definite root cause for the complaint is determined. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).